Manufacturer narrative:
(B)(4). The root cause was determined to be use/user error. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed that the device was previously sent into service for the reported condition. During previous repairs the main batteries and battery harness were replaced.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery alarm was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries. The main batteries and battery harness were replaced to correct the reported condtiion. Similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available, a follow-up medwatch report will be submitted.